Event description:
Philips received a complaint on the v60 ventilator indicating that there was a misalignment of the touch position of the touchscreen. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) evaluated the device and confirmed the misalignment of the touch position. Even after completing a touchscreen calibration, there was no improvement of the device issue. The asp replaced the touchscreen to resolve the issue. Following the part replacement, the asp completed a comprehensive inspection, cleaning, running test, and functional test. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The replaced touchscreen was returned to the philips product investigation lab (pil) for evaluation. The pil technician installed the returned part into the pil test device and verified that the touch position passed all flex cable resistance verification testing. Additionally, the pil technician verified that the touchscreen passed all resistance ratio testing. Due to the part passing both sets of tests, the pil technician was unable to confirm the customer allegation of misalignment in the touchscreen touch position. No problem was found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.